Event description:
A remstar auto- flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles or degradation inside the blower kit. Additionally, the service technician also noted dust contamination and displayed an error code e007 (software), e053 (comp log sem timeout) and e055 (therapy queue full). The device was scrapped by the service center after the evaluation was completed.